Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges difficulty breathing. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
The device was returned to the manufacturer¿s product investigation laboratory for investigation. The device was visually inspected by the manufacturer light dust-like contamination on top of the blower box, the blower motor, and the blower motor seal. Light dust-like contamination on the bottom of the blower motor. Tiny unknown white and brown specks of contamination on the bottom of the blower box. Potential fluid deposit spots on the bottom of the blower motor, indicating potential water ingress. Potential fluid deposit spots on the bottom of the blower box, indicating potential water ingress. Rub mark inside of blower motor housing. Unknown black (inconsistent with degraded sound abatement foam), brown specks of contamination in the bottom enclosure.